Manufacturer narrative:
The pump passed the displacement test, active current test, sleep current test and self-test. No pump error 23/15 alarm or failed battery test alarm noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump error 15 alarm found in the pump history file/trace on (B)(6) 2024 at 18:29:09. Pump error 15 alarm due to hardware error (line number 442 file number 38). Pump error 23 alarm found in the pump history file/trace on (B)(6) 2024 at 18:30:25. Pump error 23 alarm due to hardware error (line number 691 file number 39). (2) failed battery test alarms found in the pump history file/trace on (B)(6) 2024 at 18:29:12 and 18:29:32. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked select button keypad overlay. Failed battery test alarm not confirmed. Pump error 23/15 alarm was confirmed due to hard error. Cosmetic damage found on the pump case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 23 (post-reset ram crc alarm), pump error 15 (the critical block and inverse critical block did not add to zero), failed battery test. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was partially performed. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884l was requested and customer response was the device will be returned.